Event description:
It was reported by the rep the device was used during a laparoscopic cholecystectomy. It was reported the 5mm trocar would not arm. Another trocar was opened to complete the case. There was no consequence to the pt.

Manufacturer narrative:
Tracking #.50723. Date sent: 10/23/1998. D5,6; h4: info not available, device not returned for analysis.